Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the intuitive representative (isi rep) informed the technical support engineer (tse) that a needler driver instrument broke while in use in the patient. The tse inquired if any fragments had fallen into the patient and the isi rep reported no fragments fell. The customer had moved on with a new needle driver without issue. The tse recommended the customer sent the instrument in for failure analysis. The customer continued with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 5/16/2024, the customer informed the instrument with the issue was the mega¿ suturecut¿ needle driver. There was nothing out of the ordinary was noticed for inspection. The surgeon did not notice and functionality of the instrument during the surgical procedure until the instrument broke. They were not sure if the instrument collide with any other instrument as the surgeon was suturing. There was no harm or injury to the patient. The instrument was not removed, because of the damage, the wrist wouldn't straighten. To the customer knowledge there were no fragments that fell into the patient. The instrument will be returned.